Manufacturer narrative:
Communication received had an image of a floating set screw at distal end of construct. Product ID was confirmed through case sheet provided. A lot number was not provided, so a DHR review and product investigation cannot be completed, as the device remains in-situ. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6) 2018 patient underwent a three-level posterior fixation surgery. Six-month follow-up visit discovers a set screw had disassociated from the screw tulip. Patient is asymptomatic. No revision scheduled at this time. Surgeon will monitor patient progress.